Event description:
The customer reports the device has small dots and burn spots appearing in the display.

Manufacturer narrative:
(B)(4). The customer reports the device has small dots and burn spots appearing in the display. A philips bench technician evaluated the device and confirmed the reported complaint. The display was replaced to resolve the problem. All performance assurance tests passed and the device was sent back to the customer. There was no reported pt involvement. We will consider this a malfunction of the display that caused the device to have small dots and burn spots. See scanned page.